Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 24 synergy ii drug-eluting stent, it was noted that one of the stent struts was sticking out. The device never entered the patient's body and the procedure was completed without any issues. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.25 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Proximal strut segment 1-2 were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. The product stent protector was not returned for analysis. Based on the specified inner diameter of the stent protector and the outer diameter of the stent, there are no issues to note with the interaction of the two components provided the stent protector was removed correctly. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 24 synergy ii drug-eluting stent, it was noted that one of the stent struts was sticking out. The device never entered the patient's body and the procedure was completed without any issues. No patient complications were reported.